Event description:
It was reported that the implant inserter would not hold the implant. There were no patient complications.

Manufacturer narrative:
(B)(4): the device has not been returned to medtronic for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the reported event.

Manufacturer narrative:
The device was returned to medtronic. Visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Sample implant used to manually/functionally evaluate for implant disengagement. Dimensional evaluation of relevant dimensions confirmed conformance to print specification. No issue identified with respect to attachment or retention of implant. No apparent damage to instrument; cannot duplicate customer concern. After visual inspection dimensional and functional evaluation for proper retention of implant, the instrument functions as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.